Manufacturer narrative:
Product analysis: the hawkone was returned for device analysis. Visual inspection: the hawkone was removed from the pouch and inspected. It was observed the torque shaft was bent at an approximate 90-degree angle. The hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where the coating was either non-existent or thin. The distal assembly was inspected. The rotating tip was turned 180 degrees so that the guidewire tubing was on the opposite plane as the guidewire tubing of the coiled housing. No damage to the guidewire tubing of the coiled housing was observed. The guidewire tubing of the rotating tip showed the proximal end had a longitudinal tear at the proximal edge. The guidewire tubing was flared out at the proximal edge. Functional testing: a 0.014: guidewire from the lab was back-loaded. No tearing existed on the guidewire tubing of the housing by pulling up on the guidewire after it was loaded. The hawkone was front-loaded with a 0.014" guidewire. The tear of the guidewire tubing was visible at the proximal edge of the rotating tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a non-mdt 6f sheath and non-mdt 0.014¿ guidewire for the treatment of a moderately calcified fibrous cto (chronic total occlusion-100%) lesion in the proximal / mid / distal left anterior tibial artery (of diameter 3mm). Vessel was reported to be moderately tortuous. IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. It is reported the guidewire was not properly threaded through the rapid exchange guidewire lumen. When resistance was felt during advancement, the device was removed to be properly load onto the wire. When the device was removed from the sheath, a moderate amount of force was used, and the tip of the device was damaged. Another hawkone s was used to complete the procedure with no further incident. The vessel was post-dilated. No patient injury reported.